Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-01507, and 9616099-2007-01508. Additional information will be submitted within thirty days upon receipt.

Event description:
The report received from the cordis clinical study in another country indicated that the patient incurred type b dissections during a staged percutaneous coronary intervention. The patient was a male with a history of hypertension, diabetes mellitus, and peripheral vascular disease. The main indication for intervention was silent ischemia and the procedure was staged for cardiovascular safety. During the first procedure, the target vessel was the left anterior descending coronary artery 2.5 x 14mm with 90% stenosis. Target lesion was de novo, eccentric with moderate tortuousity, moderate calcification 45 to 90 degrees angulation and a type b2 classification. Predilatation was conducted with an unknown 2.0 x 12mm balloon at 12 atm. A cypher was implanted at 12 atm. A type b dissection occurred and was treated by implantation of another cypher. Two days later, during the next scheduled procedure, another type b dissection was report. Target vessel was the right coronary artery. No information regarding the vessel or lesion characteristics was provided. The dissection occurred after implantation of third cypher and it was treated by implantation of another cypher. On both occasions, the dissections were determined as unrelated to the cordis stents but possibly related to the procedure.